Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use, a bd¿ luer-lok syringe was found leaking. ""Cyclophosphamide 1000mg/50ml pre-filled syringe. The fluid has breached the syringe bung so we were unable to use it." There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: bd received one photograph from the customer in support of this complaint. One (1) picture revealed syringe with leakage between the rims. Hard to tell if leakage slipped past stopper onto rod. The batch number is unknown. Leakage past the 1st rib of the stopper but not past the 2nd rib is not considered a defect. Investigation conclusion: leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. (B)(6).